Event description:
PICC line in a pt found broken approximately 1 cm distal to hub. Nurse stated that upon closer inspection she discovered it had snapped in half completely. The broken section was underneath the PICC clear dressing. PICC was attached to IV therapy line for IV antibiotics.